Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a report not generating from the es station-not connecting to servers. The customer reported that change the priority to the critical due to affecting patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, report not generating from the es station and was not connecting to the servers. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that that report not generating from the es station and was not connecting to the servers. A technical support specialist verified that the reports on the server were being generated but contained no data. Upon reviewing the etl history, an arithmetic error was identified. The etl process was stopped, and the table dbo.sysssis log in the ds server reports database was truncated. After this, the etl process was re-executed and completed successfully. Reports were then run on the server, and data was successfully populated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a report not generating from the es station-not connecting to servers. The customer reported that change the priority to the critical due to affecting patient care there were no adverse events or injuries reported based on this event.